Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to overlay scratched, cracked keypad overlay and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump up and down buttons not responding. Customer's blood glucose level was unknown. Customer states insulin pump was broken completely. The insulin pump will not be returned for analysis.